Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-05816. It was reported the patient complained of ineffective stimulation therapy from his scs system. Imaging taken revealed one of the patient's leads pulled out of the epidural space. Surgical intervention may be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-05816. Follow up information received identified the patient's scs system was replaced with a dorsal root ganglion (drg) system. Effective stimulation therapy was reportedly achieved postoperatively.